Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to file a complaint about their device and against their previous doctor. The patient said their stimulator worked for about a year after implant, it was working so good, but was turned off because around (B)(6) they noticed nerve stimulation in their vagina and abdomen. Their symptoms were way worse when stimulation was on, but said even when stimulation was off, their vagina feels a loud hum constantly and they feel a constant stimulation pain as though it was charged up too high. The patient saw their doctor about this and the doctor used the patient's control equipment and said: ok it's working, you are fine, see you back in 3 months. The patient then told them: no they are not fi ne they are having nerve stimulation and the doctor dropped them as a patient, they were told to go see their gynecologists. The patient said their gynecologist does not work with interstim. Their gynecologist was working with them for their dropped bladder. They called and found another doctor to check their interstim but the appointment was not until (B)(6). They can't see their gynecologist until (B)(6). The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included: during the call the patient said they tried to recharge their ins last week but the recharger got hot on their skin which had never happened before. The patient said they are done they just want it taken out. They have had no falls or accidents but they had a cat scan in (B)(6) (2022). Additional information was received from the patient. They stated ins is not holding a charge and gets hot during charging so the ins is currently discharged. The patient additionally reported that there is a bubble that formed at the lead incision site and at first they thought it was an internal stitch, however they saw a new doctor who said it was not a stitch and was the lead that had popped out. Patient reported the lead has broken the skin. Patient stated it did not migrate, it was there since day one and the implanting physician did nothing to address it.

Manufacturer narrative:
Concomitant medical products: product ID 978a128, lot# va2a98e, product type lead product ID wr9220, serial# unknown, product type recharger information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were getting their stitches out after receiving the implant and the doctor said "it was an internal stitch." The patient noted that it was the lead, so they stated the cause of the lead popping out was the procedure. The patient stated they are looking for a doctor to remove their device and that no cause for the ins not holding a charge has been determined. The patient stated their ins shocked them the whole month of april and 2 weeks into may. The ins isn't shocking them currently but if they try to charge it - it will. The ins will only charge to 10% after 4-6 hours on the charger.

Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot# va2a98e, product type: lead. Product ID: wr9220, serial# unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.